Event description:
It was reported ongoing occlusion alarms occurred. Customer's experienced a blood glucose (bg) that was "high" (specific value was not provided). Customer gave a correction bolus via the pump to address bg levels. Reportedly, customer changed multiple pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.